Manufacturer narrative:
Insulin pump passed the displacement test but compromised force sensor system error alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the occlusion, prime and excessive no delivery test due to compromised force sensor system error alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose was 105 mg/dl. Customer reported compromised force sensor system and insulin squirt out during manual prime. Customer was disconnected during prime. Customer reported that pump was not bumped or dropped and no water contact. The insulin pump will not be returned for analysis.